Event description:
Healthcare professional reported a xen®45 gts "the slider has notable resistance until the midway point and then the resistance was alleviated; difficult to remove camlock" during implantation in unknown eye. No eye injury noted.

Manufacturer narrative:
Device analysis: a visual evaluation of the xen injector was performed. Since the cam lock was not returned, an evaluation of the complaint¿s reporting that the cam lock was difficult to remove cannot be performed. A functionality test was performed. During the functionality test, smooth operation of the slider knob in each bevel position (traveling the entire distance) which meets the expected result. Faint audible clicks were observed in each bevel position during the functionality test. It was further tested and noted: they did not identify any issues during actuation in any of the three (3) positions. The indentation was in the location where the lock is placed (the lock was not present in the unit returned). In the provided description of the issue by the end user, it was indicated the cam lock was difficult to remove. This indicates there may have been some twisting or improper removal of the lock causing the damage to the injector. Based on previous investigations for indentations, the damage was recreated using a new injector and twisting out the lock, instead of pulling the lock directly up from injector as instructed by the dfu. Upon removal of the lock using this twisting motion the resulting damage to the injector was a close match to the damage on the complaint unit. Based on the investigation, there is no indication this damage was a result of the manufacturing process and is likely a result of improper removal of the lock by the end user. Additional, changed, and/or corrected data: d9, h3, h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts "the slider has notable resistance until the midway point and then the resistance was alleviated; difficult to remove camlock" during implantation in unknown eye. No eye injury noted.